Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any further issues.